Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: service and repair evaluation: the customer reported that the 05.000.008 was checked during preventative maintenance prior to surgery. The buttons do not work consistently. The repair technician reported that foreign substances in protector/shield, rust on motor & mechanical button failure. The cause of the issue is user error. The following parts were repaired: motor, protector/shield & mechanical. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 05.000.008, synthes lot: 008517, supplier lot: 008517, release to warehouse date: 27 october 2023. Supplier: triangle manufacturing. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that the device was checked during preventative maintenance prior to surgery. The buttons do not work consistently. The issue was observed during testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.